Manufacturer narrative:
The distal segment of the marksman catheter (24.5 cm) was returned for evaluation without the proximal segment. As received, the catheter appeared to be separated at 24.5 cm from the distal tip. No damages were found with the catheter tip and marker band. The catheter was found to be flattened at 4.0 cm to 9.0 cm and accordion at 14.0 cm to 24.5 cm from the distal tip. The tubing material at the broken end exhibited jagged edges, exposed braid, stretching and necking. Based on the analysis findings, the cause for the event reported could not be determined. However, the broken ends of the catheter exhibited stretching and necking which suggests that the catheter separated when exceeding the tensile strength of the tubing material. The flattening, accordion, and separation of the microcatheter, suggests that excessive force also used. Per our instructions for use (IFU): never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. A review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of aneurysm located in the paraophthalmic segment of the right internal carotid artery, the microcatheter broke. It was reported that a flow- diverter became stuck within the distal segment of the microcatheter. It was also reported that resistance was felt when the flow-diverter was attempted to be advanced through the microcatheter and only 50 percent of the flow-diverter could be deployed. It was further reported that the two broken parts of the microcatheter were "united" to "rescue" the flow-diverter. The flow-diverter was then loaded in the proximal part of the microcatheter, and implanted in the patient. The distal part of the microcatheter was also noted to be fatigued/wrinkled. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.